Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that pacemaker had no pacing signals after the right atrial and the right ventricular leads were inserted, and the patient had experienced arrythmia. The pacemaker was not used, and a new pacemaker was implanted. The patient was stable throughout the procedure.